Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. The data log was reviewed and hardware errors were observed. The receiver case was cut open to inspect the battery and no defects were found. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an errhwbtt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Correction- remove: "the complaint device was returned for evaluation."

Event description:
A receiver (B)(4) was returned for evaluation, but it is not the complaint device.